Manufacturer narrative:
Continuation of d10: product ID: 37086, serial# unknown, explanted: (B)(6) 2024-09-10, product type: extension. Analysis of the extension (model #: 37086), (lot # unknown) revealed the extension was returned segmented; there was no impact to electrical functionality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that due to end of service of the patient's implantable neurostimulator (ins) the patient was scheduled for a replacement. When they opened up the pocket they found that one of the extensions that was plugged into the ins port was broken. They decided to implant the new percept pc with the plug for the patient to continue to receive dbs therapy on at least one stn. Due to the patient's age and pd progression they had decided not to perform a revision for the extension. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37086 (serial: unknown); product type: 0191-extension; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.